Event description:
It was reported that during an un-specified procedure, the 3.5 x 15 mm nc trek balloon was advanced to the lesion and inflated to 13 atmospheres (atm), for 15 seconds; however, contrast was not seen in the balloon or on imaging, and it did not appear that the balloon was inflating. The balloon catheter was removed and contrast was noted coming out of the distal end of the balloon catheter. The first 3.5 x 18 mm vision stent delivery system (sds) was advanced, but could not cross the lesion. The 2nd 3.5 x 15 mm nc trek balloon was advanced and inflated to an unknown pressure, but contrast could not be seen in the balloon, and did not come out of the distal end. The physician believed that the contrast stayed in the hypotube. The 3.5 x 18 mm vision sds was re-advanced, but could not cross the lesion. Next, a 3.5 x 12 mm nc trek and a 2.5 x 12 mm nc trek were advanced and inflated successfully. A second 3.5 x 18 mm vision sds was advanced but could not cross the lesion and it was noted that the stent was damaged. A 2.5 x 12 mm nc trek was advanced and inflated for dilatation, and 2 vision stents were implanted successfully. Post-dilatation was performed. It was noted that the balloons were prepared per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the medwatch filing, additional information reported that the lesion was in the mid right coronary artery.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second nc trek 3.5 x 15 mm mentioned is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A test indeflator was used to inflate the device. During the initial inflation attempt, the balloon did not fully inflate, after negative pressure was applied, the balloon inflated to 18 atmospheres, and rated burst pressure (rbp) with no damage noted to the balloon. There was no leak noted to the catheter. The initial inflation failure may be due to blood and contrast blocking the inflation lumen. It may be possible that the reported difficulty inflating was related to the necked proximal to the proximal seal. This necking suggests that the distal end of the catheter was tugged, possibly during removal of the protective sheath. The device was sent to the chem lab for additional analysis. Based on this investigation it may be possible that during removal of the protective sheath, the outer member was stretched due to insufficient hydrocoat causing the inflation issue. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to difficulty removing the protective sheath was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue.